Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 9.5 cm in diameter abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the aortic neck length is 20mm diameter was 22mm-27mm currently the abdominal aortic aneurysm is 10.5cm neck is still same angulation at index procedure was 30-40 degrees angulation is still the same now. The index procedure no endoleak were evident at index procedure. A recent angiogram revealed that there was a proximal type I endoleak, due to disease progression. The physician elected to implant an endurant aortic cuff 28x28x49 and the endoleak was resolved. The patient had a follow up CT two days later and there were no endoleaks. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was previously reported that the proximal type I endoleak was treated with an endurant aortic cuff, along with the endurant aortic cuff aptus endoanchors were also implanted.